Event description:
The customer reported that an 840 ventilator stopped cycling. There was no pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested replacing the analog interface pcb or power supply. Covidien was not authorized to service the device.